Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that her cgm and bg readings were high the day before (B)(6)2022 at 10:44 am the cgm read high and the bg was 281 mg/dl. She had not eaten and had not had water. She stated that she was not getting insulin from her pump but overnight her pump kicked in. She woke up with a low alert which was at 60 mg/dl and then went down to 48 mg/dl. She did not eat anything since she had just woken up and then went to the bathroom and fell on (B)(6) 2022. She was unable to check a bg at the time. She is unsure if she lost consciousness but all she remembers is that her shoulder hit the toilet. Her husband called emergency medical services (ems) who said her cgm read higher than her bg meter (no specific values provided). She was taken to the hospital where she was diagnosed with a broken shoulder. In the emergency room (ER) the values were off by 100-200 mg/dl. After unspecified treatment at the hospital, at 9:25 am the bg was 175 mg/dl and the cgm was 250 mg/dl. At another point the doctor checked a fingerstick bg which was 230 mg/dl while the cgm was reading 70 mg/dl and the patient was given 10 units of insulin. The patient was discharged after one day and was doing well at the time of the report. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.